Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the nail would not lock into the proximal targeting guide during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Dimensions taken for the device are within specification. The returned device confirms that the attachment weld broke that holds the lever screw and the plunger together. The plunger shows signs of cosmetic wear marks on all surfaces. The plunger item has a worn edge. The device history records could not be reviewed as a lot number was not provided and only part of the product was returned. This device is used for treatment. An initial product history search could not be conducted as a lot number was not provided and only part of the product was returned. The most likely cause of the targeting guide reportedly not mating with the nail cannot be determined as the problem was not reproduced and only part of the product was returned.